Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting a pinnacle sector 2 sz 56 shell into the patient¿s acetabulum the back part of the pinnacle cup inserter handle broke into two pieces. No fragments were generated other than the two pieces that were recovered and there was no adverse effect on patient. There was a time delay of 1 minute as the reps went for a second impactor. Dr. L is very frustrated and disappointed in the quality of this instrument as he has had many of these break.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned, but a photo was provided confirming the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.